Event description:
(B)(4). It was reported that chest pain, myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the patient underwent stenting procedure to the right coronary artery (rca). A 2.50x16mm promus element plus stent was implanted in the distal rca and another 3.0 x 28 mm and a 3.5 x 20 mm promus element plus stents were implanted in the mid and proximal rca respectively. Two days post procedure, the patient presented with chest pain and myocardial infarction (mi). Cardiac catheterization was performed and revealed that the proximal portion of the rca was patent, however, stent thrombosis was clearly present in the distal rca. The event was treated with thrombectomy and placement of a non bsc stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).